Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The balloon was tightly folded. The tip, balloon, markerbands, proximal weld, inner/outer shaft were microscopically and tactile inspected. Inspection revealed balloon damage (tear) that was approximately 1mm across. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-jul-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in a moderately tortuous and non-calcified coronary artery. A 1.50mm x 15mm emerge¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a circumferential balloon tear.